Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, failure analysis confirmed the reported complaint. The instrument was found to have a fully broken conductor wire within the bipolar yaw pulley. The conductor wire was broken between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. In addition, the instrument was also found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables indicating a reprocessing induced issue. Components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable; bipolar function did not work, and bleeding occurred while exchanging instruments. The instrument was inspected before use, and no damage was found. The customer indicated that bleeding occurred due to the wire of the fenestrated bipolar instrument breaking during the task of suturing and cauterizing to stop bleeding while removing the myoma. The bleeding from the uterine tissue was expected as part of the procedure and addressed with a backup instrument.

Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. For evaluation.